Manufacturer narrative:
Eval result: head board, foot board.

Event description:
It was reported by service report that the bed has no head board or foot board. No pt involvement or adverse consequences are reported.